Event description:
Caller reported an issue with the time settings on their pump, where the displayed time was incorrect by more than five minutes. There was no adverse impact to the customer¿s blood glucose level, as previous settings did not result in glucose levels above 500 mg/dl or below 54 mg/dl. Technical support assisted the caller in updating the pump time and advised ongoing monitoring for any future discrepancies, which the caller acknowledged.